Event description:
Customer called and reported that their wireless network for the guest services was not working. They could "see" the network, but could not connect. Welch allyn technical support troubleshot the issue remotely and determined that one of the (B)(4)network switches had failed. This resulted in a temporary inability to centrally monitor patients, however, bedside monitoring was not affected. There was no report of any patient harm as a result of the reported events. The customer did not provide any patient information.

Manufacturer narrative:
The bmet replaced the failed fiber sfp (small form-factor pluggable) module in the (B)(4) network switch at the site and restored wireless network communications for the acuity central monitoring system. The failed part is not being returned to welch allyn for evaluation. A (B)(4) network switch and its sub-assemblies are off-the-shelf computer peripherals made by another manufacturer and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these components as the source of the failure. Conclusion: bmet troubleshot and replaced (B)(4) fiber sfp module in the network switch.